Manufacturer narrative:
Full PMA/510(k) number: p850022/s017. The warnings in the package insert state this type of event can occur. The product was discarded by the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient advised that he received the treatment device on (B)(6) 2017. Two weeks later, he started breaking out in red, itchy hives using the 72r electrodes without cover patches. The patient would change the electrodes every two to three days. The redness was observed around the electrodes but not under them. The patient advised the hives were from his back down his legs. The patient stated he took over the counter benadryl on memorial day weekend but it did not relieve his symptoms. An hour after taking the benadryl, he went to the emergency room where they administered an epi shot and gave him prednisone to take. The patient states he's seen his doctor who is not sure what is causing his symptoms.